Event description:
The doctor had already started a ureteroscpy procedure on his patient when he called the clinical coordinator into the room to view the picture through the ureteroscope. The scope was filled with condensation and a good quality picture could not be obtained. Due to this fact, the laser lithotripsy portion of the procedure was cancelled. No other scope was available to offer the doctor so he could safely continue the procedure.